Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted (B)(6) 2019; w4tr03 ipg, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead. It was further reported that an impedance warning was alerted on the ra lead. Intermittent undersensing during atrial tachycardia / atrial fibrillation (af) episodes and possible oversensing and loss of capture were also noted on the ra lead. The lead was reprogrammed following a device upgrade and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.